Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Event description:
Customer reportedly received results of 0.8 mmol/l and 7.4 mmol/l within 1 minute on the compact plus system. No adverse event reported. The alleged product was replaced and requested for evaluation.